Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Summary of investigational findings: no product returned and no photos available to assist the investigation and without the actual complaint device, the exact reason for why the filter did not fully expand cannot be determined. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. New device used successfully without further complications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the legs on the complaint device did not fully expand upon deployment. The filter was removed by hooking and resheathing the device. Another of the same device was used to complete the intended procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.